Manufacturer narrative:
This follow-up report is being submitted to relay additional information. This subform will be voided as this component did not cause or contribute to the event. The event will be investigated under medwatch#s: 0001822565-2023-02473 and 0001822565-2023-02475. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
This subform will be voided as this component did not cause or contribute to the event. The event will be investigated under medwatch#s: 0001822565-2023-02473 and 0001822565-2023-02475.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-02472, 0001822565-2023-02473, 0001822565-2023-02474, 0001822565-2023-02475. D10: 14mm ã¿ 130mm length humeral stem cat: 00434901413 lot: 65242785. 40mm ã¿ glenosphere cat: 00434904011 lot: 65243512. 12mm humeral stem spacer cat; 00434903912 lot: 65473774. 40mm ã¿ +6mm offset 65âº neck angle retentive poly liner cat; 00434906606 lot: 64759532. Invers/revers scr syst 4.5-48 cat: 01.04223.048 lot: 2940206. Invers/revers scr syst 4.5-42 cat: 01.04223.042 lot: 3082070. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up report will be submitted. H3 other text : product not returned.

Event description:
It was reported a the patient is being considered for a shoulder revision due to unknown reasons. No additional patient consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.